Event description:
The account generated a falsely depressed architect ca125 result on a patient specimen. The specimen tested architect ca125 = <10 u/ml but repeated at 4489 u/ml. A corrected report was called to the physician. No impact to patient management was reported due to the falsely depressed architect ca125 result.

Event description:
Ep worked well during the case but we aspirated blood when we deflated the balloon. We noticed that the balloon had a rupture in it when removed from the cs. The balloon appeared very eccentric when inflated with contrast under fluoroscopy but functioned well so it was retained and used in the procedure. The patient is fine and case went well.

Manufacturer narrative:
(B)(6) edwards evaluation: customer report was confirmed. Balloon had a rupture in the central area. Balloon also appeared protruded towards ruptured side. Photo was taken. Blood was also found in the inflation lumen. Unit is sent to accellent for further evaluation 5/18/10-accellent evaluation-the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is inconsistent wall thickness in the area that burst. The device shaft was visually inspected and there is a sharp kink approx. 8 inches from the distal tip. This kink makes it hard to pass water through the device however the water flows from where it should. There are no other defects detected.